Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (prolene suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics citation: australian critical care, https://doi.org/10.1016/j.aucc.2019.10.002. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: "title: central venous access device securement and dressing effectiveness: the cascade pilot randomized controlled trial in the adult intensive care" author: marion l. Mitchell, rn, phd, amanda j. Ullman, rn, phd, mari takashima, rn, bn, chelsea davis, rn, bn, gabor mihala, meng, madeleine powell, rn, bn, victoria gibson, rn, li zhang, md, phd, michelle bauer, basc (hons), e. Geoffrey playford, mbbs, claire m. Rickard, rn, phd, citation: australian critical care, https://doi.org/10.1016/j.aucc.2019.10.002. The primary aim of this prospective study was to provide feasibility data for an efficacy randomized controlled trial (rct) comparing standard care with three innovative dressing and securement methods (ssds, isds, and tas) for central venous access devices (cvads) in adult ICU patients. The secondary aim was to compare the effect of dressing and securement products on (1) cvad failure and complications (infection, occlusion, dislodgement, thrombosis, or breakage); (2) microbial colonization of catheter tips, skin, and dressing; and, (3) healthcare costs. From february 2016 until july 2018, a total of 115 patients (n=78 males, mean age: 53.6 years) were included in the study analysis. Participants were randomized to four groups to receive cvad securement and dressing by (a.) Standard care: sutures (prolene suture, ethicon]) plus chg dressing (tegaderm chg) (n=30, mean age: 50.7 years), (b.) Standard care plus ta (ta group): (prolene suture, ethicon), chg dressing (tegaderm), plus ta (histoacryl) (n=26, mean age: 53.1 years); (c.) Ssd plus chg dressing (ssd group): ssd (statlock stabilization device, cv plus with pigtail]) plus chg dressing (tegaderm) (n=29); (d.) Sutures, chg disc plus isd (isd group): sutures (prolene suture, ethicon), chg disc (biopatch; ethicon) plus isd (sorbaview shield) (n=30, mean age: 57.1 years). Complaints included skin rashes (n=2 in isd group, n=2 in ta group), pruritus (n=1 in isd group), local allergic reaction (n=1 in isd group), skin tear (n=1 in standard care group), dressing/securement failure (n=17 in isd group), and dislodgement (n=1 in ta group), suspected clabsi (n=2 in isd group). The results of this study presented that a large multisite rct examining the four forms of securement and dressings is feasible and investigation of isd would be the highest priority to test further as it had the lowest failure rate of the four arms.